Manufacturer narrative:
Follow-up (B)(6) 2016: customer reports pump settings were adjusted and bg levels stabilized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 341 (mg/dl) and ketones. Customer changed supplies and administered an injection to treat bg levels; however, elevated bg levels persisted. System check with tandem technical support indicated the pump was perfoming as intended. Recommendation was made to change infusion site. Reportedly, customer has appointment with hcp to adjust pump settings.